Event description:
The customer reported unable to acquire 12 lead ECG. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The third party field service engineer evaluated the device and ECG cables and found the trunk cable failed. The trunk cable was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction of the trunk cable where 12 lead ECG could not be acquired.